Event description:
A patient had high impedance which was reportedly resolved by replacing the implanted generator. The pre-op diagnostics showed high impedance, but after the generator was replaced, the impedance was within normal limits. The manufacturing record for the patient's implanted generator was reviewed and verified that the generator had passed all quality inspections prior to release for distribution. The explanted generator has not been received by the manufacturer for analysis to date.

Event description:
The generator was returned to the manufacturer for analysis. The generator's output signal was monitored for more than 24 hours while in a simulated body temperature environment, and the results showed no signs of variation in the generators ability to provide the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters and the generator's automated electrical evaluation confirmed that the device performed according to all functional specifications. When attached to various electrical loads, the generator confirmed in its ability to accurately measure impedance values. There were no performance or any other type of adverse condition identified in the lab.